Manufacturer narrative:
Batch review performed on 20 may 2025: lot 2430494: (B)(4) items manufactured and released on 15/11/2024. Expiration date: 03/11/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: versafitcup dm 01.26.2850mhc double mobility hc liner 28/dme lot. 2423630 (k092265) lot 2423630: (B)(4) items manufactured and released on 21/10/2024. Expiration date: 02/10/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 3 weeks after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.